Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the very dark image was a faulty iris printed circuit board (pcb) that could not be adjusted. The conclusion was that the issue was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, the electronics team found that the light source produced a very dark image. The service repair technician assessed the condition and determined that the issue was most likely due to a faulty iris printed circuit board (pcb) that could not be adjusted. There was no patient involvement.